Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient mentioned their bladder stimulator had not worked since implant date. Patient said the temporary stimulator worked great, but the permanent one had been "off the nerve somehow "and they "could not tolerate it". Patient stated that after they woke up from surgery "it wasn't placed on the same place". Patient mentioned that their current stimulation is at "less than 1". Patient mentioned they had an appointment with their hcp for their bladder and an appointment at the end of the month for an MRI for their ms (multiple sclerosis). Patient asked if there was a generic device that could be used to turn the therapy off until they could get another controller. Patient asked if there is something that could be done to fix their therapy issue. Agent reviewed information. Agent redirected to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was seen in office on (B)(6) 2025. They performed a device interrogation but the patient did not have the remote to change the setting. They noted that the cause of the device not working was due to the patient turning it off for an MRI. When asked what steps were taken to resolve the issue they stated that they had sent for a new remote. This had not yet been resolved. When asked about the "ins not placed in the same place" they stated that the patient was likely referring to the device being set to a different program when they turned it back on after their MRI. This issue was resolved.